Event description:
Customer reported damage to pump housing and usb port, specifically at the usb port and pins, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump since it was under warranty, and the customer planned to use multiple daily injections (mdi) as backup therapy.